Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "breakage". "Primary disease: breast cancer" also reported, but is not considered device related. Status of the device is unknown.